Event description:
It was reported that during a laparoscopic prostatectomy procedure the devices were broken without any extraordinary force: after first 10 minutes of operation blade of the first device was broken, the second device was opened and after up to 10 minutes its blade was also broken. Then the third device was taken and after some time passive branch of the device was broken. Procedure was completed with same like device. No patient consequences were reported. Three devices will be returning.

Manufacturer narrative:
(B)(4). Additional information device (a) and (b) were returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. The devices were functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device to stop activating and display an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.device (c) was returned with the blade cracked and the tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. During functional testing on gen11 instrument error screen was displayed. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use. A probable cause of an instrument error screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.device b additional information:d4: batch # j92d68d4: expiration date: 8/28/2017h2: manufacturing date: 9/28/2012device c additional information:d4: batch # h90788d4: expiration date: 1/1/2016h2: manufacturing date: 2/1/2011h6: 3500a codes:methods: 10 23 26 38results: 777 900 101conclusion: 79

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.